Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit batteries are not charging.

Manufacturer narrative:
Updated fields: b4, d9, e1, g3, g6, h2, h3, h4, h6, h11. Corrected fields: d4. A getinge field service engineer (fse) evaluated and was able to reproduce the reported failure. Verified the charging issue was the power management pcb. No visible signs of fluid damage on power management pcb. Fse replaced the power management pcb. Functional tested without any further issues. All work was performed and pm services completed. Full pm, safety, calibration, and functionality checks to factory specifications. Unit released to customer and cleared for clinical use. The power management board part number 0670-00-0767 serial number (B)(6) was observed per the cardiosave service manual with visual damage. The failure analysis and testing dept. Could not install the power management board into the cardiosave test fixture and tested the power management board to factory specifications per procedure and the cardiosave service manual. Physical damage of q27 (burnt component) observed and resulted in no testing of the board for of further damaging of the system. Power management board will be held in the fat dept. As per procedure.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2. Corrected data: e1(postal code).

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2. Corrected data: h6 (health effect ¿ impact codes).

Event description:
N/a.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit batteries are not charging. No harm to the patient.

Manufacturer narrative:
Updated field: b4, d8, d9, (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h6 (health effect ¿ clinical code, medical device ¿ problem code, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and was able to reproduce the reported failure. Verified the charging issue was the power management pcb. No visible signs of fluid damage on power management pcb. Fse replaced the power management pcb. Full pm, safety, calibration, and functionality checks to factory specifications. Unit released to customer and cleared for clinical use. The power management board was observed per the cardiosave service manual part number 0070-00-0639 revision q with visual damage. The failure analysis and testing dept. Could not install the power management board into the cardiosave test fixture and tested the power management board to factory specifications per procedure number 0002-07-d016 revision d and the cardiosave service manual part number 0070-00-0639 revision q. Physical damage of q27 (burnt component) observed and resulted in no testing of the board for of further damaging of the system. Power management board will be held in the fat dept. As per procedure number 0002-07-d008 revision al. See the attached file for reference. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined. The most probable root cause for the reported is design issue.